Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while suturing vaginal cuff in a total laparoscopic hysterectomy, on the first bite of the closure the needle broke in half with the broken piece in the vaginal cuff tissue. The piece that was remaining on the device went missing while trying to remove the device from the patient. An x-ray was completed and neither piece of the needle was found.